Manufacturer narrative:
The case is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the plastic of the case was breaking down and small particles were coming off. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the plastic of the case was breaking down and small particles were coming off. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.